Event description:
Same case as 2134265-2010-02812. It was reported that during a rotational atherectomy procedure, a guidewire fracture and perforation occurred. The lesion was located in a severely tortuous and severely calcified vessel. Several ablation passes were performed with a 1.25mm rotalink plus unit. Upon completion, it was discovered that the .014 rotawire guide wire had fractured in the stainless steel segment proximal to the spring tip, and a perforation had occurred. The physician proceeded with trapping the rotawire and vessel perforation by stenting over it with an unspecified stent. The patient remained stable through the event. The patient status upon discharge was good.

Event description:
Customer reported she was "unable to put words together," shaky and weak, and she recognized she was having hypoglycemia. She noted she has hypoglycemia unawareness and was not aware of her hypoglycemia until she had significant symptoms and required assistance to treat it. She was assisted to consume orange juice; she clarified she would not have been able to self-treat at that time. She was not able to obtain a blood glucose result on her device at that time as she had obtained valid error messages (e-3). She works in a hospital and co-workers using a professional device obtained a blood glucose result of 60 mg/dl. After treatment she felt better. No additional treatments or adverse events reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.